Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6) years of age. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: the total incidence of complications and the impact of an anticoagulation regime on adverse events after cryoballoon ablation of atrial fibrillation: a single-center study of 409 patients. Cardiovasc. Ther. 2016;34(3):144-151.

Event description:
The literature publication reported the following patient complications while using a 23 mm or 28 mm cryoablation balloon: there were five (5) patients who had ¿false¿ aneurysms, of which three patients needed surgical intervention. The status/location of the cryoablation balloons is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: describe event or problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The status/location of the sheath is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.